Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated onsite. (Arctic sun 5000) 37 water temperature high. During the evaluation it was found that the chiller cannot produce cold water in the tank. Chiller has been replaced. The device passed all tests and is ready for use. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not be cooled down. Per review of wo on 13mar2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). Initial reporter complete phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not be cooled down. Per review of wo on 13mar2026, there was no patient involvement.